Event description:
It was reported that the day prior to the pump implant, the patient quit taking her oral medications. No one told her to taper her medications or if she could take oral medications. The health care providers (hcp) told her to use the oral medications she still had to determine how much they should adjust the pump moving forward. During the pump implant they could not go as high with the catheter, as the hcp was trying to go, due to an old fracture in the same area. The pump was helping quite a bit; however the patient started having pain, coming home from the hospital on (B)(6) 2015. The patient was not told if she could or could not take her oral medications and there were issues with the scheduling office and the conversion chart. However when she left the hospital, she had fentanyl suckers for breakthrough pain and took 1 sucker, when the pain got real bad. A week after getting home from the implant, the patient was hurting and called them. A pump adjustment occurred on (B)(6) 2015 and another one was scheduled for (B)(6) 2015. On (B)(6) 2015 the hcp returned the patient's phone call and noted that they were looking to see what the dosing equivalents were between the oral and intrathecal medications, because the pain hcp did not know what to start with. Prior to the implant the patient was taking 300-400mg of oral morphine per day, and was now taking 90-120mg/day. The patient was asking the hcp if she could have some tylenol based pain medications and hydrocodone tablets. The drug delivered via the device system was fentanyl. Additional information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was having and MRI due to pain, and compatibility guidelines were requested. It was noted that there was not a suspected problem with the device or therapy. If additional information is received this report will be updated.